Event description:
It was reported by service report that the caster horn was bent and the cot has trouble rolling freely. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Caster horn assembly.